Event description:
An attempt was made to deploy an endeavor resolute rapid exchange (rx) drug eluting coronary stent in a patient. The target lesion, located in the lad was described as severely calcified with 90% stenosis and was predilated. The device was inspected and prepped prior to use with no abnormality noted; however, it was reported that the device could not cross the lesion; on return to manufacturing facility it was noted that the stent was dislodged. It was reported that the dislodged stent was removed from the patient. No clinical sequelae were reported. Evaluation summary: the delivery system has been returned to medtronic. The stent has not been returned; the distal tip of the returned device was damaged. The balloon remained un-inflated. Crimp impressions were evident on the balloon profile. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: inherent risk of procedure - (failure to deliver and stent dislodged). Patient's condition affected effectiveness of device (lesion morphology) - severe calcification and 90% stenosis. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - severe calcification and 90% stenosis. (B)(4).